Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced large crease in the capsule sac causing horizontal lines the same thickness off all car head/tail lights, all street lights, house lights extending 50¿ to 60¿ on both sides and the moon lines all way across the sky, the very first day after surgery. Later he had yag surgery unfortunately it did not work and now he had large striated lines on all lights. The consume had posterior capsule opacification and had yag laser for that. Additional information has been received and stated that, the patient had an immediate large vertical crease in the capsule which was obviously caused by the lens being longer than the capsule stretching it vertically.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, 24 hours after surgery the patient was seeing bold, long, horizontal lines extending out 20' to 25' on both sides of all car head/tail lights, parking lot lights, lights on all houses and the moon in my right eye. Upon a follow up visit, the patient was told by surgeon that there was a vertical crease or wrinkle in the posterior capsule, thereby causing the bold horizontal light lines from all lights. The patient have been to 3 other doctors in where he lives and one of them did a pco (posterior capsular opacification) on right eye which left striated lines on all lights which was initially worse than what he had to begin with. The doctor did not recommend lens removal after pco and he was unable to get him to address why and how to avoid same thing happening to next eye. The surgeon insisted on doing next eye with a lensx laser assisted surgery with which patient agreed. The surgeon about positive dysphotopsia (said to use an silicone iol lens with rounded edges to avoid pd) with which he had trouble believing it was light reflection off the lens as the striated lines did not exist before pco yag surgery. Only had large horizontal lines off all lights due to the large vertical crease in capsule.